Manufacturer narrative:
E1: patient city: (B)(6). Patient country: canada. Name: medtronic minimed. Country: united states of america. Street: 18000 devonshire street. City: northridge. State, province or territory: ca california. Post office or zip code: 91325¿1219. Based on the available information, this event is deemed to be reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.

Event description:
The patient reported infusion set tape was not sticking while sleeping on (B)(6) 2026 and it has been in use for three days.